Event description:
The customer reported a ventilator options keep changing automatically. The touchscreen was replaced and did not fix the issue. After further analysis it was found that the ventilator has not been serviced for removal of the nav-ring. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/04/2022, 08/13/2022 and 12/01/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.